Event description:
A malfunction on the pump was reported by the caller following recent x-rays. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller with resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to notify support if the problem happened again.